Event description:
It was reported the remote transmission revealed atrial lead under sensing. The lead was programmed off but remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.